Event description:
It was reported that a malfunction code was displayed on a pump, specifically malfunction code 3, and the issue was not resolved as the code was not resettable. There was no reported impact to the customer's blood glucose level since the customer declined to answer. Tandem technical support arranged to replace the malfunctioning pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was instructed to put the pump into storage mode and return it using a prepaid label.